Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: +81-269-22-2151. Functional testing found the device would not power on with the original battery pack, but did power on when connected to a lab battery pack. Visual inspection of the interior of the battery pack found one of the batteries had leaked inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, this complaint product didn't work. There was a 0-15 minute delay; however, there was no harm to the patient. During evaluation however, leakage was found from one of the batteries. No adverse events were reported as a result of this malfunction. It was reported that no further information is available.